Manufacturer narrative:
The unit was evaluated by the viasys engineering dept. The viasys engineer noted that there is damage to the case (large piece missing and numerous scratches and dents) and exhaust block and there is a screw missing from the rear panel. He also noted that the "press high" adjustment knob was damaged and not functional. The "ncapap/press low" knob has been removed and incorrectly re-installed. The knob contacts the the front panel preventing the valve from closing. The flow cannot be set lower than 6lpm. The blender calibration appeared to be within specification. The blender loss of gas alarm appeared to function within specification. Th the unit appeared to "boot up" normally, the o2 sensor successfully calibrates and the unit recognizes the transducer and appears to function normally. The unit was then sent to the viasys service dept. Where only those repairs necessary to facilitate the functional testing of the unit were performed. The unit was then tested by the viasys service dept. Wit no functional problems noted. The only finding with the unit was the physical damage to the front of th eunit and to the front panel knobs which was most likely caused during shipping back form the customer. The customer was provided an infant flow ncpap unit as a replacement by the viasys sales rep. As they did not want another sipap unit.

Event description:
Director of resp, stated that they have used this sipap unit 6 times. 4 of those times, the pt had pneumothoracies. She stated that the neonatologist at their facility wants this unit looked at because of the puemo's the pt have been getting on this sipap unit. The only info she could give me on the settings was that the last pt was on the CPAP mode only with the CPAP set at 4cm, she did not have any kind of disease process or anything else. She said that they were looking up the charts of the other pt. She said that after the 3rd pneumothorax incident on this sipap, they took the unit out of service, reinserviced the resp staff and put it back in service, and had their 4th incident last wk. Asked her if there was any kind of alarm condition or anything unusual about the function of the unit that didn't seem normal. She said that nothing seemed unusual about the way the unit functioned. The pt was placed on the unit with the following settings; sipap+5, backup rate 6, fio2 90%. The pt was intubated and placed on another ventilator. The pt experienced a pneumothoxas on the left side verified by chest x-ray post intubation.